Event description:
On (B)(6) 2023, a medwatch report was received. It was reported during a hysteroscopic myomectomy, d&c (dilation and curettage), and endometrial ablation, the patient suffered a thermal injury. The ablation was completed using minerva with an unknown serial/lot number. The physician reported a "small bowel ischemia and perforation noted in the ileum". This appeared to be a thermal burn that resulted in perforation. The physician was contacted, and the following additional information was received. The physician had attempted a previous hysteroscopic myomectomy approximately 2 months prior to the reported event. However, the physician noted a collapsed cavity, potentially indicative of a uterine perforation, and elected to abort the procedure. The procedure was reattempted two months later. Dilation of the cervical canal was easy. Minerva "white" dilator was not used. Hysteroscopic myomectomy of an approximately 1cm, type 0 fibroid located on the posterior wall of the uterus, just above the internal cervical os was performed using the truclear system. This was followed by the performance of a visual d&c using the same device. The ablation device was introduced and deployed in green (the exact number of dots unknown). The cervical balloon was inflated. Uit was initiated and passed on the first attempt. This was followed by a 120 second uninterrupted ablation cycle. Upon completion of ablation, the cervical balloon was deflated, device unlocked and removed. After an unknown period of time, the patient became septic and was diagnosed and treated for a bowel injury. At the time of secondary surgery, it was noted that the right uterine cornu of the uterus had evidence of transmural thermal injury without clear evidence of a mechanical perforation, indicating transmural thermal injury. Bowel resection and end-to-end anastomosis were performed, and the area of transmural thermal injury of the uterus was oversewn. The patient recovered and was discharged. The physician indicated that this event is most likely secondary to the patient's weak myometrium, potentially resultant from her previous perforation, which did not fully heal.

Manufacturer narrative:
The disposable handpiece used in this case was not returned, and therefore a failure analysis of the complaint device could not be performed. The lot number of the disposable handpiece was not provided; therefore, a device history could not be performed. Based on the additional information received from the customer, the ablation procedure was performed in presence of a contraindication described in operator's manual, which among others, states: "the minerva endometrial ablation system is contraindicated for use in a patient with any anatomic condition (e.g., history of previous classical cesarean section or transmural myomectomy, including hysteroscopic and/or laparoscopic myomectomy performed immediately prior to the minerva procedure) or pathologic condition (e.g., requiring long-term medical therapy) that could lead to weakening of the myometrium". It is also possible that the cause of the reported ae is due to malposition of the device during procedure. Based on the information reviewed, there is no indication of a product deficiency directly associated with the adverse event. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Uterine/bowel injuries are known complications of an endometrial ablation procedure and addressed in the operator's manual and instructions for use, among other including the statements: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay.